Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found poor recharge quality error. Insulation is pulling out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned it took 20-30 minutes to get the recharger antenna (rtm) positioned over the implant (ins) and reading excellent recharge quality and pt mentioned the recharge quality would frequently switch to good after about 30 seconds on excellent. Pt said issue started "over the weekend." Pt said they got many messages saying they "cannot recharge." Pt said they could not breath or sneeze or the ins would stop charging. Pt said the rtm got hot and was not burning them yet, but would get hot. Pt said they had some pain because they were not able to effectively charge their ins because of the issues they were having. Pt said they had 60% charge in their ins right now and 60% charge would last about half days. An email was sent to the repair department to replace the rtm. Medtronic rep were made aware through voicemail on monday and again today; pt did not get call back.